Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the pump booted up to the verify screen with audible and vibratory features. The pump was exercised for 24 hous with no errors or alarms. An ezcarb and ezbg bolus were successfully performed and accurately recorded in the pump history. The pump data was then downloaded and the expected carb amounts were present in the download. The pump history was found to be recording and downloading properly. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked above and below the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not properly recording bolus deliveries in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.